Event description:
It was reported to our marketing manager in france that there was a vns patient with high lead impedance that a site was needing support on. The patient's name, generator and lead are unknown. The patient was scheduled for an emg on (B)(6) 2012. No further information has been attained thus far.